Event description:
Report received of an interruption in therapy due to a pump alarm condition. The pt was receiving dopamine at 20mcg/kg/min for support of their blood pressure, and levophed at an unspecified rate/dose. The patient's baseline blood pressure was 80-90 systolic. The pump reportedly alarmed with a cassette failure. The pump was replaced, the alarm continued and the cassette was then changed. The medication was then resumed without further reported problems. According to the customer contact, when the pump alarmed on the dopamine infusion. The pt's blood pressure dropped to 60 systolic. The nurse was able to maintain the pt's blood pressure back to the baseline by adjusting the levophed drip and removing the dopamine from the pump and letting it "run in" at an unspecified rate until they were able to re-establish the dopamine on an infusion pump. Though requested, there were no further details of the event available.